Event description:
The patient alleged, she is having cartridge air bubble issues and subsequently her blood glucose was elevated to 237 mg/dl before dinner and at the time of the call to animas on (B)(6) 2011 was at 247 mg/dl. She allegedly felt tipsy like her head is full. The animas representative concluded there was no pump malfunction associated with the alleged event after troubleshooting. This complaint is being reported due to the alleged cartridge air bubble issue. The patient's condition did not meet animas criteria of a serious injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.